Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse completed the system software update. The system was tested and verified as ready for use.

Event description:
It was reported that after the procedures were completed, error 55002 occurred, and there was a message indicating a software update issue. The intuitive surgical, inc. (Isi) technical support engineer (tse) observed in the log that the system failed the p11c installation update. There was no report of patient involvement.